Event description:
Review of device programming history confirmed that an interrupted lead test resulted in the inadvertent change in device setting as expected. Device programming history also confirmed that the pt's device was not interrogated at the last step of this programming session.

Event description:
Device interrogation at office visit revealed that the pt's device was set to 0ma output current instead of to prescribed settings, resulting in a loss of therapy to the pt. The pt has reportedly experienced an increase in seizure activity above pre-vns baseline frequency since previous office visit approx one month prior. The pt's device was reprogrammed to prescribed settings. Treating neurologist does not believe that user error during previous programming session is the cause of the inadvertent change in device settings because he reportedly interrogates the pt's device at the end of each programming session to confirm proper device settings; however, it was also reported that the battery in the neurologist's programming wand was very weak, causing an intermittent communication with the device that most likely led to an interruption in device diagnostic testing at previous office visit. Investigation to date has been unable to confirm. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.